Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump errors. The blood glucose level was unknown. The troubleshooting was declined for the pump error alarm. The pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 54 was present in the pump trace download due to software error. Pump error 3 was present in the pump trace download problem isolated to electronic board stack. Unexpected pump error 63 during testing due to broken trace at pin on keypad assembly.